Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a rod to perform fusion for extending to t4. It was reported that the rod inserted in the initial operation was removed once in order to perform fusion for extending to t4, breakage of rod at the left and right side between s1 and il was confirmed, but connection was performed from t4 to il and the operation was completed as scheduled. The implant broke and there was no fragment of the instrument remaining in the patient's body. The product came in contact with the patient. There were no patient symptoms or complications as a result of the event. The pre-op diagnosis was adjacent segment disease of upper level of the fixed intervertebral space. The levels implanted were t4 to il. The patient achieved solid fusion. The reason for revision surgery was due to adjacent segment disease of upper level of the fixed intervertebral space. The date of initial surgery was (B)(6) 2018. The procedure used in the initial surgery was posterior spinal fixation at t11/il, replacement of vertebral body at l1, and lif at /l2/3/4 (other manufacturer). The medtronic product used in the initial surgery was solera 56. In the initial operation, one long rod was cut and was placed on the left and right. The primary disease at the time of initial operation was spinal canal stenosis. There was no delay in overall procedure time/ additional surgery/ in-patient hospitalization or prolongation of existing hospitalization. No health damage in the patient was reported. The device was explanted. The product was replaced by a medtronic product. The patient's medical history included hypertension, tka. No further complications were reported/ anticipated.